Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during ongoing use, the patient presented to the ER with an open wound. The patient was admitted to the hospital for extraction of the ICD device, and the leads due to infection. The extraction was completed successfully. No further adverse effects to the patient were reported.